Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that a replace backup battery alarm was observed upon ventricular assist device (vad) interrogation. The alarm remained after confirming proper connection of the backup battery. Replacing the backup battery did not resolve the issue. The patient's controller was exchanged and the alarm subsided. It was indicated that the controller would be returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery faults was confirmed via log file analysis. The heartmate 3 system controller (serial #: (B)(6)) was returned for analysis and a log file was submitted for review spanning approximately 4 days (09sept2021, 01jan2000, 12jan2000, 16mar2022, 01jan2000, 16mar2022, 05apr2022 per timestamp). Events occurring during jan2000 are from when the system clock was not set. Events occurring on 05apr2022 are from product testing at abbott. Throughout the log file there were multiple intermittent atypical backup battery faults that were activated along with circuit faults. These events would clear on their own. There were no other notable alarms in the log file. The heartmate 3 system controller was tested and passes all stages of testing with no issues. The controller was able to operate on a mock loop for an extended duration and no atypical alarms were activated. The root cause of the reported alarms was unable to be determined in this analysis. Heartmate iii instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. C) section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including backup battery fault alarms. Heartmate iii instructions for use (rev. C) section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook (rev. C) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate iii system controller (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.